Manufacturer narrative:
The returned device was evaluated and the pod arrived fully deployed. Timeouts and drive stalls were observed. The pod delivered an expected amount of pulses in each priming sequence. No damages or deficiencies were observed on the needle mechanism, which was reset and redeployed without issues. No drive resistance was observed. It could not be conclusively determined when the needle mechanism deployed. As such, it could not be determined if the observed high pulse width w/ drive stall is the root cause of the reported complaint.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports upon activation of a pod the cannula had failed to deploy. Upon putting the pod in the table the cannula had deployed late. The pod was not worn.